Event description:
It was reported that the patient had a protrusion at their ear extension site causing itching and a bump at the head lead location, also causing numbness. They went to the hospital and discussed further treatment options with their doctor, but the issue was not resolved at the time of the report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3389s-40 (lot: va305mz); product type: 0200-lead; implant date; explant date section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2025; explant date brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025: product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025: product type extension product ID 3389s-40 lot# va305mz implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the actions/interventions taken and resolution of the event was unknown.